Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the left side. Approximately 9 years post initial operation, they needed a synovectomy and a revision of the patella and tibial insert. The patella exhibited wear along the lateral and medial tracking path while the tibial insert had wear on posterolateral corner of the lateral compartment. The femoral and tibial components were well fixed and not revised.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0240 - lgc femoral ps cem left sz 4 (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.